Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons of insulin pump were less responsive. The customer¿s blood glucose level was unknown. Customer stated that there was loss of insulin while priming. The insulin pump will not be returned for analysis.